Manufacturer narrative:
The philips remote service engineer (rse) reported that during auto calibration, detector 2 moved in the wrong direction and had to be stopped before it descended down to the floor. This occurred while troubleshooting the original issue of a false collision on detector 1 that would not clear (addressed in pr (B)(4)). The rse evaluated and confirmed the reported. The rse reported that after a power cycle, the system required manual calibration of the gantry. After calibrating the table longitude, detector 1 radius, detector 1 tangential, detector 2 radius, detector 2 tangential, and the gantry rotation, the rse had the customer tell the system to do an auto calibration of the gantry. At this time, detector 1 went in the correct direction but detector 2 tangential descended down toward the floor instead of up toward the ceiling. The customer pressed an emergency stop (e-stop) to prevent damage to detector 2. Detector 2 did touch the floor but no damage was incurred. The rse proceeded in finishing manual calibration and then moved the gantry to the customer¿s desired position. A philips field service engineer went to the site to evaluate the incorrect movement of the detector. When the fse arrived at the site, he was unable to reproduce the incorrect movement of the detector. The fse performed manual calibrations to recover the system and resolve the issue. The probable cause of the detector going in an unexpected direction was that the system was not able to locate the home flag and it continued to search in the opposite direction of the home flag. This issue has been determined not to be a reportable event. Philips engineering reviewed the issue and determined there is no hazardous situation with the following rationale: home calibration was initiated by an rse. This would only be done after power cycling the system. During this time, there would be no patient on the table. The operator or service person would not be in the vicinity of the moving components of the system during a homing calibration. This may make the system inoperable if system damage resulted from the detector hitting the floor or if it was unsuccessful in completing the homing calibration; however, this is typically done upon system start up and a patient would not be injected until all quality control tests passed for the day indicating the system was ready for use. Therefore, a hazardous situation is not foreseeable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The philips field service engineer (fse) reported that during auto calibration, detector 2 moved in the wrong direction and had to be stopped before it descended down to the floor. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.